Event description:
It was reported that the patients ipg was no longer working. The patient underwent an ipg replacement procedure wherein an MRI compatible was implanted. The patient was doing well postoperatively and the explanted ipg was not returned due to facility policy.